Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The patient underwent right hip replacement (B)(6) 2016. Patient sustained a fall and developed a fracture of his femur and loosening of the stem. Patient underwent right total hip revision and liner, head, and stem components changed (B)(6) 2019.